Event description:
Dr reported that a pt presented with loose implants, no evidence of supporting bone, chronically infected. Pt has seen her gp on regular visits, implant was loaded with two unit bridge, #29-3-. Dr elected to remove the implant. Pt is reportedly fine. Pt is same pt as prior MDR report #m385914 and medwatch report 2023141-1996-00224.